Event description:
A femoro-crural bypass and inguinal thrombectomy was performed in 1999. A tunneler was used and an auxillary incision was made at the knee and dressing forceps were used at this site. An angiography was performed seven months later showing a stenosis above the knee and a percutaneous transluminal angioplasty (pta) was performed on the graft. Size of the balloon was unknown but the graft was dilated to 10 bars. Stenosis recurred and bypass was explanted thirteen days later. The surgeon found the pt's vessels demonstrated severe atherosclerosis. The spiral beading on the graft appeared to be "condensed" according to the surgeon.